Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed a distal lead conductor fracture in vivo. This report is based solely on device analysis. There is no information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg ICD, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Further review of the manufacturer's database indicated the patient is deceased and died approximately twelve years and five months post implant of the lead. Additional information for the circumstances surrounding the death and the cause of death was requested but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.